Manufacturer narrative:
The pump was received with intermittent button response and button error alarm due to corroded keypad traces. The pump had broken reservoir tube lip, cracked display window corner, scratched lcd window and missing end cap sticker.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 430mg/dl. The customer states their lantis bottle broke, and may have to go to the emergency room to receive treatment. The customer states the buttons are unresponsive. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.